Event description:
It was reported that there was loss of capture. The entire system consisting of device, atrial and right ventricular leads was explanted. The cause of loss of capture was not known. Further information could not be obtained.